Event description:
It was reported that patient underwent an orthopedic salvage hip procedure on (B)(6) 2012. Subsequently, a revision procedure has been indicated due to implant fracture of the diaphyseal segment; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent an orthopedic salvage hip procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a fractured diaphyseal segment. The diaphyseal segment and the proximal femoral component were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Component fracture is addressed in the I/o risk table and deemed within risk tolerance. Manufacturing history suggests that product left biomet conforming.